Event description:
It was reported that an x-ray of the right ventricular (rv) lead confirmed the pin of the rv coil was not fully seated in the port. High pacing impedance was measured. The pocket was re-opened to reseat the connector into the port. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).